Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v713591, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot # v713591, implanted: (B)(6) 2011, product type lead; product ID 7482a51, serial # (B)(6), implanted: (B)(6) 2011, product type extension; product ID 7482a51, serial # (B)(6), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
It was reported that six to seven months after implant, the patient had a tingling in her lip and tongue that stopped when she pressed on a place behind her ear. The reporter was wondering if the leads were crossed and if that would cause the tingling; the lead was behind her ear under her collarbone. It also sounded like the reporter stated that the battery slid down and the patient had to have it adjusted anyway. No confirmed interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.